Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the up button of the insulin pump was stuck. The customer's blood glucose was 121 mg/dl at the time of incident. The customer's mother also reported that she was not able to do bolus due to the keypad anomaly. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother stated that she does not have a back-up plan and wanted to continue using the insulin pump. The insulin pump will be returned for analysis.